Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump was emitting frequent low and replace battery alarms. The reporter noted evidence of green liquid in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed multiple low battery warnings and replace battery alarms. A visual inspection of the pump showed evidence of a battery compartment crack with evidence of moisture contamination found in the compartment. The battery cap was able to fully tighten on the pump with no power loss. No evidence of moisture was visible behind the display screen; however, the pump failed a leak test at the battery compartment cracked. The pump cover was opened and no evidence of moisture was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.